Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no reported adverse impact to the customer¿s blood glucose value. The customer declined troubleshooting with tandem technical support.